Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery wire became stuck and could not be removed from the left ventricular (lv) lead after slitting. The physician decided to cut the wire at the lead tip and use it in the device. It was noted that the device tested normal and that the patient would be followed with device checks. The lv lead remains in use. No patient complications have been reported as a result of this event.